Manufacturer narrative:
The cracked reservoir tube lip, cracked battery tube threads, cracked reservoir window and cracked case near reservoir window noted during visual inspection. The pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the pump may have been dropped on the bathroom floor. The customer states the device is cracked through the reservoir window up towards the face of the pump, and stops right before the buttons. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states they have treated for the high. The customer was advised the pump would be replaced and returned for analysis.